Event description:
New information received states possible output circuit damage on the device was observed.

Manufacturer narrative:
Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.

Manufacturer narrative:
The reported field event of output circuit damage was confirmed in the laboratory. The device was tested on the bench and device high voltage output circuit was damaged. The cause of the field event could not be determined.